Manufacturer narrative:
The device was received and no timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No issues were found that would affect the delivery of insulin. The linkage assembly was observed to be not fully retracted. After opening the pod, the linkage assembly moved into the fully retracted position. Score marks were seen on the inside of the top housing, indicating that the linkage assembly was misaligned and was interfering with the top housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) with ketones of 1.9. The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated with correctional bolus and temp basal.